Event description:
Gross atrial undersensing on the atrial lead. P wave 0.4mv, a sensitivity 0.3mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).